Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed due to transmitter incomplete. A review of the share log was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.